Event description:
It has been reported to the co that there was a leak that caused the occlusion balloon to deflate. Inserted into the pt and after the first inflation in the artery it was noticed that there were bubbles coming out of the microseal valve. The device was not returned for eval.